Manufacturer narrative:
24-off-label, unapproved or contraindicated use (device implanted in a pre-operatively ruptured anuerysm). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff and 4 endurant limbs were implanted in an unknown stent graft system for the endovascular treatment of a ruptured 100mm abdominal aortic aneurysm with a type ia endoleak. It was reported that the patient presented to hospital emergently. A previous unknown stent graft was implanted in the patient. CT revealed a ruptured aaa and type ia endoleak with extravasation. The physician realigned the unknown stent graft with the endurant ii aortic cuff and 4 endurant limbs however the type ia endoleak remained. Endoanchors were then implanted to gain seal however the type ia endoleak persisted. A repeat CT showed extravasation within the aaa sac, so the physician elected to convert to open repair and sutured the proximal portion of graft with success. The endoleak was confirmed as resolved. The patient was reported as doing well one day post procedure. Per the physician the cause of the rupture and type ia endoleak was anatomy related due to infrarenal neck dilation. It was reported that the extravasation noted on repeat CT was related to the pre-op rupture and not related to the medtronic devices. No additional clinical sequelae were reported and the patient is fine.